Manufacturer narrative:
The complaint was confirmed. The returned used/damaged arthroscopic energy 30 degree probe was visually examined. The distal tip ceramic insulator and electrode assembly was detached from the return tube assembly. The detached portion of the electrode was returned for evaluation. The electrode exhibited evidence of use based on the electrode erosion. The ceramic insulator was cracked and missing the major portion of the ceramic. The active electrode was intact with a remnant of the soldered active wire in the connection tube. The working length of the returned shaft was bent at the mid-point. The r and d engineer reported that the shaft exhibited signs of excessive force applied due to the bend in the working length. The ceramic damage may have been caused during application of excessive force or contact with another hard object. Since most of the ceramic was not returned it was difficult to analyze for the root cause of the failure. This device was manufactured on 01dec2016 in a lot of (B)(4) units. A review of the device history record found no anomalies or non-conformances during the manufacturing process that could have caused or contributed to this reported failure mode. A review of complaint history revealed there have been no other complaints received for this device/lot combination for the failure mode of ceramic melting. (B)(4). To date, there have been no patient long term adverse effects related to the ceramic tip melting or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be justifiable. The clinical data report states that when used under the conditions and for the purposes intended that the undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits to the patient. Conmed will continue to monitor this device via the complaint system to ensure product safety. To reduce the risk of probe tip damage or injury to the patient, the instructions for use (IFU) provides the following warnings and precautions. - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. - do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and adjacent metal object may result in product damage. - do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury.

Event description:
The user facility reported that during use of the aes-30 arthroscopic energy 30 degree probe with the aes-1 generator in an ankle arthroscopy procedure on (B)(6) 2017, the surgeon noticed the head of the probe "melted off" (fell apart) inside the patient's ankle. The generator was set on high. They had only been using the probe for a couple of minutes before it melted. There was a delay of approximately two minutes while another wand was opened and another two minute delay in retrieving the broken pieces. All broken pieces were removed and there were no patient injuries reported. The procedure was competed with use of an ablator manufactured by another company. Although requested, no patient demographic information was provided. This report is filed on the basis of potential for patient injury with recurrence.